Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and inserted sheathless via the patient's left femoral artery. During insertion the iab reached the aorta however "it got loop and kinked in the left iliac artery which resulted in a balloon malfunction". The iab was removed and the user tried to insert an iab via the patient's right femoral artery however, per the user "the iab could not be advanced from there either". It has been reported that the result of this event delayed the treatment in a cardiogenic shock case with the additional injury described as a hematoma on the left femoral artery. There was no reported patient death. There is no notation in the report of a 20 minute delay in treatment/therapy. It is unk how the issue was resolved.

Manufacturer narrative:
(B)(4).